Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station powered off unexpectedly during use. A field service engineer (fse) opening and closing drawers during operation. Identified damaged pyxibus cable with visible cut causing power interruption. The fse replaced six-drawer pyxibus cable to eliminate short condition to resolve. The fse rebooted station and performed repeated drawer operations. No power interruptions observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, unexpectedly reboot while users were logged in. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.